Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (with complications)") and bipolar disorder ("psychological or psychiatric problems condition: diagnosed as bipolar") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test" and device ineffective "device ineffective". The patient's concurrent conditions included uterine enlargement, dysmenorrhea, menorrhagia, adenomyosis, asthma and depression. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), hydrocodone, hydroxyzine, medroxyprogesterone (depo provera), omeprazole, oxcarbazepine (trileptal), paroxetine hydrochloride (paxil), prednisone, ranitidine hydrochloride (zantac) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and loss of libido ("loss of sex drive"). In 2012, the patient experienced rash ("rashes or skin condition- type: rash on abdomen and thighs that have left severe scars"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and hypotension ("experienced low blood pressure during pregnancy and also during labor"). In 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), scar ("rashes or skin conditions type: rash on abdomen causing severe scaring"), groin pain ("groin pain") and neck pain ("neck pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full)/ with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, fatigue, pregnancy with contraceptive device, hypotension, female sexual dysfunction, bipolar disorder, rash, scar, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, arthralgia, loss of libido, groin pain and neck pain outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, hypotension, loss of libido, menorrhagia, neck pain, pelvic pain, pregnancy with contraceptive device, rash, scar, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Events: pregnancy (with complications), device ineffective, hypotension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, rash on abdomen, abdominal scar, dysmenorrhoea, weight increased, abdominal pain, arthralgia, loss of libido, neck pain, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (with complications)") and bipolar disorder ("psychological or psychiatric problems condition: diagnosed as bipolar") in a 36-year-old female patient who had essure (batch no. 802746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ephedrine for low blood pressure. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test" and device ineffective "device ineffective". The patient's medical history included overweight. Concurrent conditions included uterine enlargement, dysmenorrhea, menorrhagia, adenomyosis, asthma and depression. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, hydrocodone, hydroxyzine, medroxyprogesterone acetate (depo provera), omeprazole, oxcarbazepine (trileptal), paroxetine hydrochloride (paxil), prednisone, ranitidine hydrochloride (zantac) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On an unknown date, the patient started ephedrine at an unspecified dose and frequency. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and loss of libido ("loss of sex drive"). In 2012, the patient experienced rash ("rashes or skin condition- type: rash on abdomen and thighs that have left severe scars"). In (B)(6)2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced hypotension ("experienced low blood pressure during pregnancy and also during labor"). In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), scar ("rashes or skin conditions type: rash on abdomen causing severe scaring"), groin pain ("groin pain"), neck pain ("neck pain"), complication of pregnancy ("complication of pregnancy") and labour complication ("complication of labor"). The patient was treated with surgery (hysterectomy (full)/ with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression, anxiety, fatigue, hypotension, female sexual dysfunction, bipolar disorder, rash, scar, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, arthralgia, loss of libido, groin pain, neck pain, complication of pregnancy and labour complication outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and ephedrine occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bipolar disorder, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, hypotension, labour complication, loss of libido, menorrhagia, neck pain, pelvic pain, pregnancy with contraceptive device, rash, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: and treatment (if any) you received for the complications- required a shot of ephedrine during labor to raise mine and the baby's blood pressure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received: information captured such as lot number, date of insertion and other relevant history. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (with complications)") and bipolar disorder ("psychological or psychiatric problems condition: diagnosed as bipolar") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test" and device ineffective "device ineffective". The patient's concurrent conditions included uterine enlargement, dysmenorrhea, menorrhagia, adenomyosis, asthma and depression. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), hydrocodone, hydroxyzine, medroxyprogesterone (depo provera), omeprazole, oxcarbazepine (trileptal), paroxetine hydrochloride (paxil), prednisone, ranitidine hydrochloride (zantac) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On an unknown date, the patient started ephedrine at an unspecified dose and frequency. In 2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and loss of libido ("loss of sex drive"). In 2012, the patient experienced rash ("rashes or skin condition- type: rash on abdomen and thighs that have left severe scars"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and hypotension ("experienced low blood pressure during pregnancy and also during labor"). In 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), scar ("rashes or skin conditions type: rash on abdomen causing severe scaring"), groin pain ("groin pain"), neck pain ("neck pain"), complication of pregnancy ("complication of pregnancy") and labour complication ("complication of labor"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full)/ with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, fatigue, pregnancy with contraceptive device, hypotension, female sexual dysfunction, bipolar disorder, rash, scar, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, arthralgia, loss of libido, groin pain, neck pain, complication of pregnancy and labour complication outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bipolar disorder, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, hypotension, labour complication, loss of libido, menorrhagia, neck pain, pelvic pain, pregnancy with contraceptive device, rash, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: and treatment (if any) you received for the complications- required a shot of ephedrine during labor to raise mine and the baby's blood pressure. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Pregnancy outcome was updated as live birth, outcome unknown.events complication of pregnancy and complication of labor added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (with complications)") and bipolar disorder ("psychological or psychiatric problems condition: diagnosed as bipolar") in a 36-year-old female patient who had essure (batch no. 802746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ephedrine for low blood pressure. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included overweight. Concurrent conditions included uterine enlargement, dysmenorrhea, menorrhagia, adenomyosis, asthma and depression. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, hydrocodone, hydroxyzine, medroxyprogesterone acetate (depo provera), omeprazole, oxcarbazepine (trileptal), prednisone, ranitidine hydrochloride (zantac) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On an unknown date, the patient started ephedrine at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and loss of libido ("loss of sex drive"). In 2012, the patient experienced rash ("rashes or skin condition- type: rash on abdomen and thighs that have left severe scars"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced hypotension ("experienced low blood pressure during pregnancy and also during labor"). In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), scar ("rashes or skin conditions type: rash on abdomen causing severe scaring"), groin pain ("groin pain"), neck pain ("neck pain"), complication of pregnancy ("complication of pregnancy") and labour complication ("complication of labor"). The patient was treated with surgery (hysterectomy (full)/ with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, bipolar disorder, depression, anxiety, fatigue, hypotension, female sexual dysfunction, rash, scar, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, arthralgia, loss of libido, groin pain, neck pain, complication of pregnancy and labour complication outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and ephedrine occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bipolar disorder, complication of pregnancy, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, hypotension, labour complication, loss of libido, menorrhagia, neck pain, pelvic pain, pregnancy with contraceptive device, rash, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: and treatment (if any) you received for the complications- required a shot of ephedrine during labor to raise mine and the baby's blood pressure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Pregnancy test urine - on an unknown date: positive. The lot number 802746 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications)'), bipolar disorder ('psychological or psychiatric problems condition: diagnosed as bipolar') and loss of consciousness ('pass out') in a 36-year-old female patient who had essure (batch no. 802746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ephedrine for low blood pressure. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test" and device ineffective "device ineffective". The patient's medical history included overweight, tubal ligation and parity 3 (date of birth: (B)(6) 2010, (B)(6) 2011,(B)(6) 2013.). Concurrent conditions included uterine enlargement, dysmenorrhea, menorrhagia, adenomyosis, asthma and depression. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, hydrocodone, hydroxyzine, medroxyprogesterone acetate (depo provera), omeprazole, oxcarbazepine (trileptal), prednisone, ranitidine hydrochloride (zantac) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On an unknown date, the patient started ephedrine at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and loss of libido ("loss of sex drive"). In 2012, the patient experienced rash ("rashes or skin condition- type: rash on abdomen and thighs that have left severe scars"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced hypotension ("experienced low blood pressure during pregnancy and also during labor"). In 2013, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), scar ("rashes or skin conditions type: rash on abdomen causing severe scaring"), groin pain ("groin pain"), neck pain ("neck pain"), complication of pregnancy ("complication of pregnancy"), labour complication ("complication of labor"), vitamin d deficiency ("vitamin d deficient"), loss of consciousness (seriousness criterion medically significant), intervertebral disc protrusion ("herniated disc in neck"), menstruation irregular ("irregular menstrual cycle"), dizziness ("dizzy spell") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)/ with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, bipolar disorder, depression, anxiety, fatigue, hypotension, female sexual dysfunction, rash, scar, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, arthralgia, loss of libido, groin pain, neck pain, complication of pregnancy, labour complication, vitamin d deficiency, loss of consciousness, intervertebral disc protrusion, menstruation irregular, dizziness and nausea outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and ephedrine occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bipolar disorder, complication of pregnancy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, hypotension, intervertebral disc protrusion, labour complication, loss of consciousness, loss of libido, menorrhagia, menstruation irregular, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, rash, scar, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: per pfs: and treatment (if any) you received for the complications- required a shot of ephedrine during labor to raise mine and the baby's blood pressure. Per social media: her 3rd pregnancy was good overall. She was thankful that he has no birth defects or developmental delays. -she had spasm every day/feel like pregnancy flutter even now. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Blood pressure measurement - on an unknown date: 100/60 (through entire pregnancy); on an unknown date: 86/50 (during labor). Pregnancy test urine - on an unknown date: positive. The lot number 802746 is not valid. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: arthralgia, pregnant with essure device, hypotension, abdominal pain lower, menorrhagia, hypovitaminosis, intervertebral disc protrusion, loss of consciousness, dizziness, intervertebral disc protrusion and menstruation irregular". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: information received via social media. Event ¿vitamin d deficient, pass out, herniated disc in neck, irregular menstrual cycle, dizzy spell and nausea were added. Patient pregnancy outcome was updated. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.